Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 22:24:06. During night drain cycle seven, the patient's ultrafiltration (uf) reading was 1805ml, indicating the home patient (hp) drained 1405ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the issue was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. If additional relevant information becomes available, a follow up medwatch will be submitted.